Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. Customer stated that the pump turned off completely and was dark. Customer reverted to their back-up plan. Customer stated that there were no significant events reported that were leading up to this incident apart from the change battery alarm. A replacement pump will be sent.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to corrosion/rust on the electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error. Corrosion was also found on the motor and force sensor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a pillowing keypad overlay, and minor scratches on the lcd window.